Manufacturer narrative:
Hemo iii was used with an incompatible sheath, so it is valid to conclude that the hemo iii adapter contributed to the adverse event; however, there is no suspected device defect. This event ultimately occurred due to user error in conjunction with the patient's low left atrial pressure. Physician observation on cause of event: physician thinks the air bubble was created just after he went transseptal when he was using the stereotaxis introducer piece to open the visigo sheath for the rmt catheter. With the patients low pressure also playing a factor.

Event description:
A 40 y/o male with an enlarged ventricle and low left atrial pressure was admitted for a pvc/vt ablation on (B)(6) 2023. A transeptal puncture was performed to map the left ventricle. In doing so, the physician (dr. (B)(6)) introduced a visigo sheath and inadvertently dropped the rmt catheter rendering contaminated. Dr. (B)(6) realized the left atrial pressure had dropped to zero. A new rmt catheter was introduced but not fully as the insertion tool is not long enough to fully insert into the valve/hub. There is also no slot for the sheath to lock into hemo iii's hub. Due to the difficulty in advancing for the reasons just mentioned, dr. (B)(6) switched to manual catheter advancement. This was successful but air bubbles were identified on the ice catheter and the patient had dangerous st elevation and bradycardia. An angiogram was performed fluoroscopically confirming that the bubbles had diffused. His blood pressure stabilized, and the physicians ended the procedure. With negative/zero pressure in the la, a 'vacuum' would be created, and flow would reverse. If the valve on the sheath was opened and the catheter inserted, air would have been drawn into the sheath and traveled to the end of the sheath located in the left atrium. Harm: air embolus. Related to: hemo iii. Hazardous situation: negative left atrial pressure. Treatment: angiogram/termination of procedure. Patient recovered with no sequelae per pro-980. In conclusion, hemo iii was used with an incompatible sheath, so it is valid to conclude that the hemo iii adapter contributed to the adverse event; however, there is no suspected device defect. This event ultimately occurred due to user error in conjunction with the patient's low left atrial pressure.